Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a loop leak during paient use and the hospital immediately replaced it with another machine, causing no personal injury.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation). The customer has chosen not to repair the unit at this time. If any further information is provided, the investigation will be reopened and processed accordingly.

Event description:
Na.